Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "catheter placement has been inaccurate with the 3cg confirmation. Many times, the catheter will show perfect placement with 3cg sherlock, but subsequent chest x-rays will show the PICC tip mid svc instead of distal svc or cavo atrial junction." The customer states this has happened many times however an exact number of occurrences was not provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information received on 10-oct-2025: regarding the sherlock, one PICC was repositioned last year due to the PICC tip ending in the proximal svc. Patient was to receive a vesicant with osmolarity greater than 900. Customer has not noticed a difference in sherlock performance across all PICC kits. Catheter malpositions were found on x-rays taken the following morning in ICU. There has not been a patient injury.